Manufacturer narrative:
The fse evaluated the device onsite and determined that due to a defective module assembly, light of the discharge button did not turn on. To resolve the issue, dfm1 assy ui module 1.1 (user interface) (453564587201) was replaced and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the "light of the discharge key does not turn on." The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.